Event description:
It was reported that there were high impedance on the lead/extension. The patient¿s surgery was an all in one procedure. Once the leads were placed and impedances tested with normal ranges they had closed and then prepped for the second part of surgery. Once the leads were connected to the extensions and extensions plugged into the battery impedances were tested and the left side had high impedance. The connections were reseated and normal impedances were received so they decided to close up. The impedances were checked again right before finishing closing up and they got high impedance readings again. They opened back up, tested the extension and replaced the extension. They tested again and impedances were still high. The lead was tested with a twist lock and high impedance values were initially seen on contact 3, but then it got progressively higher on the other contacts, about 20,000. High impedanc es on the lead ranged from 34,00- 40,000 on all electrode combinations except 0 and 2 and greater than 40,000 on combinations with 3.they placed the patient back in the leksell frame, a computerized tomography (CT) scan was done and they replaced the left lead; following the new lead being in impedances were tested and were within normal range.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0tjvy, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# va0uf3p, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the lead found the proximal end conductor was broken, #3 conductor was broken at the #3 weld site 0.3cm from the proximal end and the analysis of the extension found no anomaly.